Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 7 false positive results were obtained. Repeat tests were performed using the biogx assay and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " customer problem: customer reporting discrepant results between the bd sars cov-2 assay and the bd biogx assay. Steps taken with customer/troubleshooting customer has 7 patients that tested positive on the bd sars cov-2 assay. The patients were retested on the bd biogx assay and the results were negative. Lot# 102587 is the bd sars cov-2 assay in use. "

Manufacturer narrative:
The following fields were updated with additional information: medical device lot #: 1025875. Medical device expiration date: 7/23/2021. Device manufacture date: 1/25/2021. Medical device lot #: 1005841. Medical device expiration date: 7/16/2021. Device manufacture date: 1/5/2021. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lots 1025875 and 1005841 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Customer data analysis allowed to reveal that some of samples involved in customer issue were tested using another kit lot #1005841. This kit lot was therefore included in the investigation. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lots 1025875 and 1005841 was manufactured according to specifications and met performance requirements. Customer reported 7 discrepant results between the bd sars-cov-2 reagents for bd max¿ system and the bd biogx sars-cov-2 reagents assays. Customer provided eleven runs containing 125 samples for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted for all positives samples tested with two kit lots 1025875 and 1005841. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. The analyzed data showed that only one (1) of those 11 runs contained samples tested using kit lot #1025875, but none of the samples from this run were retested with bd biogx sars-cov-2 reagents in the other runs provided. Three samples tested with kit lot #1005841 were found to have been retested with bd biogx sars-cov-2 reagents. All three samples received n1 and/or n2 positive status with bd sars-cov-2 reagents, but negative n1 and n2 status with bd biogx sars-cov-2 reagents. Late CT values and weak amplification for n1/n2 targets for these 3 samples, combined with strong rnasep amplification, is characteristic of low positive samples. Such low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, bd was unable to confirm the exact cause of the customer issues. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 1025875 and 1005841. The root cause was not identified.

Event description:
It was reported while testing for sars cov-2 7 false positive results were obtained. Repeat tests were performed using the biogx assay and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer problem: customer reporting discrepant results between the bd sars cov-2 assay and the bd biogx assay. Steps taken with customer/troubleshooting customer has 7 patients that tested positive on the bd sars cov-2 assay. The patients were retested on the bd biogx assay and the results were negative. Lot# 102587 is the bd sars cov-2 assay in use."